Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device became stuck to the guidewire. The guidewire was removed from the catheter outside the patient, and no damage was noted on either device. However, it was confirmed that neither device had been inserted into the body.